Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.based on the review completed on 25-feb-2026 and investigation completed on 20-mar-2026 this (medical device report) MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static pull of base-connector tests. All test results were within specifications. The batch record 6000675 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from tubing detached from hub. To leak between tubing and pump connector/hub - detachment/significant wetness, which requires additional activities not included in the original investigation dated 14/nov/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system eqms search: a query was run in the eqms on 05/mar/2026 against "lot number" "6000675" and similar malfunction codes: leak between tubing and pump connector/hub - detachment/significant wetness, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), tubing detached from hub. The review confirmed that lot 6000675 and the identified failure mode are not associated with anynon conformance report ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 05/mar/2026 against "lot number" criteria equal "6000675" and similar malfunction codes: leak between tubing and pump connector/hub - detachment/significant wetness, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing,tubing detached from hub. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record DHR review: the lot 6000675 was manufactured according to work instruction wi version 103.0 and manufactured in the line inset 5, on 09/may/2023 with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 3d04700 was manufactured according to the wi version 55 and manufactured in the machine sc04, on 08/may/2023, with a total of (B)(4) units. Lot 3e01382 was manufactured according to the wi version 55 and manufactured in the machine sc09, on 08/may/2023, with a total of (B)(4) units. Lot 3e01682 was manufactured according to the wi version 55 and manufactured in the machine sc09, on 09/may/2023, with a total of (B)(4) units. Lot 3d03199 was manufactured according to the wiversion 55 and manufactured in the machine sc07, on 30/apr/2023, with a total of (B)(4) units. Review of the device history record (DHR) confirmed that lot #6000675 was associated with · non-conformance nc-1674558 for an update in the software. This nonconformance is not related to the reported failure mode. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has issue with an two infusion set tubing detached from the hub after less than one day of use on (B)(6) 2023. No further information available.